Manufacturer narrative:
The product is not available for evaluation and testing will be submitted within 30 days of receipt.

Event description:
During embolization procedure, resistance was felt between a trufill coil and a master (mc) microcatheter, causing the coil to become stuck in the mc. The mc and coil were removed as a unit. Another mc (brand, size unk) was inserted, and a competitor's coil was deployed successfully in the target site. There was no adverse consequence to the pt. There was no info about the target site.